Event description:
It is reported, that the camera head was broken. This event was found, during an unspecified procedure. There are no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection. And the reported failure was confirmed. The cable was found to be broken, causing no image on the monitor. In addition, unit failed leak test. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is component failure. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It is reported that the camera head was broken. This event was found during an unspecified procedure. There are no reports of patient harm.